Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line) alarm occurred on the homechoice machine during drain four of four of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, the patient noted that they received the alarm and then disconnected from the set. Nothing unusual was noted with the supplies or the set up that could have caused or contributed to the reported alarm. Proper procedures were reviewed on how to end therapy. The technical services representative assisted the patient in clearing the alarm. There was no patient injury or medical intervention in association with this report. No additional information is available.